Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. It was noted that the patient implantable cardiac monitors (icm) had migrated out of the pocket. It was discovered that patient had not taking antibiotics as instructed and site became infected. The device was explanted. The patient was in stable condition.